Manufacturer narrative:
The devices were returned for analysis. Visual analysis performed on the returned leads identified waviness to the conductor wire and pellethane at the proximal end of both leads. Visual analysis performed on the returned anchors identified cuts in both anchor eyelets. This damage most likely occurred during the explant procedure. Functional testing was performed for all lead and anchor combinations. The devices passed functional retention testing. The reported event was unable to be confirmed. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿lead migration or suboptimal placement, which may result in undesirable stimulation changes.¿ the surgical guide also states, ¿the patient may require surgery (including revision, explant, and replacement) as a result.¿ the second lead is from the same lot number.

Manufacturer narrative:
Date of explant was not provided, (B)(4) 2024 was used as an estimate. The cls and leads were not returned to saluda for analysis. One post-implantation programming session was recorded in (B)(6) 2023. At that time, there were no impedance issues noted in the patient logs. Guidance in the evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: uncomfortable changes in stimulation (over and/or under stimulation) and inadequate pain relief following system implantation. The patient may require surgery (including revision, explant, and replacement) as a result of any of the above.". The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system, was contacted to arrange a follow-up appointment and notified saluda that their scs system had been explanted due to overstimulation and inadequate pain relief. Saluda had not been made aware of the patient's symptoms or explant procedure.